Event description:
It was reported that the aa4204vf silicone plate lens ejected swiftly as the surgeon was implanting it and tore the patient's capsule. The lens was removed and a vitrectomy was performed. An acl was implanted. The reporter stated the incident was the result of the quick delivery of the lens.

Manufacturer narrative:
Evaluation method - device history review. Results: after reviewing the complaint file, device history record and performing a root cause analysis, there is no direct evidence that leads to the root cause of this complaint. The root cause is not likely related to the manufacturing process of the lens. A posterior capsule tear is more commonly secondary to surgical manipulations performed by the surgeon during intraocular surgery. Conclusion - (unable to confirm): based on the complaint history, work order search, product evaluation, medical and device history reviews, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with toric (elastic). (B)(4): evaluation: method - lens work order search. Results: visual inspection of the returned lens showed the lens was torn in pieces and a piece of a haptic was torn off and missing. There was clear surgical residue on the lens. Both sides of the optic and haptic were checked for sharp rough edges and found to be acceptable. A lens work order search was performed and there were no similar complaints found. (B)(4)

Manufacturer narrative:
(B)(4). Review of this file indicates that a posterior capsular tear occurred due to the forceful ejection of the iol from the injector. When a pc tear is present, the iol cannot be placed in the capsular bag because it may dislocate into the vitreous, hence the removal of this type of lens to be exchanged with either a sulcus fixated iol or an aciol. Vitrectomy is consequently performed in the presence of a capsule tear where there is vitreous loss, to preclude any further injury. (B)(4).